Event description:
The customer reported approximately thirty (30) milliliters of fluid leaked under the instrument after system startup involving coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) confirmed the fluid leak upon arrival. The fse noted the fluid was diluent and originated from the lower restrictor fitting that plugs into the flowcell. The restrictor line had a pin-size hole, allowing some diluent to drip out during cycles. The fse trimmed the fitting and reconnected it to the flowcell and cleaned the flowcell and scatter sensor. The fse noticed the v channel was low after service and adjusted the dial. The fse replaced the diff sample, 1" sample line, and t-fitting and rinsed the blood sampling valve (bsv) and all shear valves to remove build up. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).